Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018. Customer experienced symptoms such as nausea, vomiting, abdominal pain. Reporter alleges that the use of one insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. Reporter alleged insulin pump was under delivery. The insulin pump will not be returned for analysis.